Manufacturer narrative:
The patient¿s medications include: simvastatin, meprozine, iron, and labetalol.additional device implanted and involved in this event: tgu454510/11650302 and tgu373710/11743797.

Manufacturer narrative:
Additional information: upon further investigation, it was determined that this event is not reportable. As it was reported the distal dissection occurred greater than 30 days after the implant of the conformable gore® tag® thoracic endoprosthesis, this report will be retracted. (B)(4).

Event description:
On (B)(6), 2013, the patient underwent treatment of a thoracic aortic aneurysm with three conformable gore® tag® thoracic endoprostheses . It was reported an unknown amount of aptus staples were placed in the most proximal device (device unknown) to help obtain proximal seal. On (B)(6) 2014, a follow-up CT scan identified a dissection distal to the ctag device. It was reported the physician stated cause of the dissection is unknown. Follow-up imaging also identified a suspected a proximal type I endoleak on the ctag device (unknown which device). It was reported the physician stated the cause of the suspected endoleak is unknown. It was reported the suspected endoleak was not communicating with the aneurysm sack and no aneurysm enlargement was identified. There was no reported reintervention to treat the suspected type I endoleak as the endoleak was not communicating with the aneurysm. It was reported the patient underwent coil embolization of the false lumen to treat the distal dissection. The dissection was successfully excluded at the end of the procedure. The patient tolerated the procedure. No additional adverse events have been reported.